Manufacturer narrative:
Device used for treatment, not diagnosis kretteck, b. Konemann. And et al. (1996). "Development and first clinical application of an aiming device for distal locking without image intensification for an unreamed tibia nail (utn)". Unfallchirurg (1996) 99:845-854 springer-verlag 1996. German article. This report is for unknown screw/bolt, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, kretteck, b. Konemann. And et al. (1996). "Development and first clinical application of an aiming device for distal locking without image intensification for an unreamed tibia nail (utn)". Unfallchirurg (1996) 99:845-854 springer-verlag 1996. German article. The aiming system was tested in 20 cases documented in a prospective study using the unreamed tibial nail between july 1993 and march 1995. The following cases were determined to have post surgical complications: case 7: a proximal bolt breakage was observed; fracture had healed, no additional surgery was noted. This is report 2 of 3 for (B)(4). This report is for an unknown unreamed tibia nail and unknown locking bolt.